Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 295 mg/dl, a reading in the 200 mg/dl range, and 57 mg/dl within 10 minutes on the aviva expert system. The result of 57 mg/dl corresponded with how he felt, and he self- treated with orange juice. No adverse event reported. The alleged product was replaced and requested for evaluation.